Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. No relevant medical, surgical or gynaecological history. No known allergy to nickel prior to essure placement. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 11 months 29 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain"), depressed mood ("depressive mood"), headache ("headaches"), sleep disorder ("sleep disturbances") and adverse event ("dryness"). On an unknown date, the patient experienced device breakage ("on x-ray of specimen, uterine extremity of essure on right was missing") and allergy to metals ("delayed hypersensitivity to titanium found on lymphocyte activation test"). The patient was treated with surgery (salpingectomy, bilateral adnexectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage, allergy to metals, fatigue, musculoskeletal pain, depressed mood, headache, sleep disorder and adverse event had not resolved. The reporter provided no causality assessment for adverse event, allergy to metals, depressed mood, device breakage, fatigue, headache, musculoskeletal pain, pelvic pain and sleep disorder with essure (ess205). The reporter commented: during removal of essure a resection of uterine cornua was performed. After removal the patient informed of missing extremity, she had the same symptoms. Vaginal hysterectomy was planned. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: essure correctly positioned. Lymphocyte stimulation test - on an unknown date: delayed hypersensitivity to titanium. X-ray of specimen: uterine extremity of essure on right was missing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on meddra for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3029 cases. Device breakage. The analysis in the global safety database revealed 1643 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.